Event description:
Filter feet got stuck at introducer hub junction. The delivery system was removed and the doctor cut the introducer to manually feed the filter to the targeted location. No further complications reported. 2nd of 2 reports involving same patient report 1222632-1997-00076).